Event description:
The patient reportedly experienced intermittency and sound quality issues. External equipment was exchanged; however, the issue was not resolved. Surgery to explant the patient's device will be scheduled.